Event description:
The customer reported being hospitalized due to high blood glucose of 515 mg/dl. The customer was experiencing high glucose for several hours. Troubleshooting was performed. The customer stated that the infusion set was changed to solve the issue. The programming, time, and date were correct. Ran a fixed prime and high pressure test and they passed. The customer mentioned having bent cannulas. The customer's most recent glucose reading was 212 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.